Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient stated that the pump was beeping but there was nothing on the screen. There was no structural damage visible to the battery cap. There was no visible corrosion or structural damage to the battery compartment. The battery cap was never changed and was more than six months old.